Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room. Technical services reviewed the device data and found stored atrial and ventricular episodes in the configured collection period. The rhythm appears to be atrial, or sinus driven. The patient may have received inappropriate anti-tachycardia pacing (atp) and multiple shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) in which therapy was exhausted. The therapy did not convert the rhythm. At this time, the device remains in service. No additional adverse patient effects were reported.